Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents for part 445.101-exs lot 3666797 were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient experienced a diaphyseal humeral fracture in a road accident on (B)(6) 2011 and was implanted on (B)(6) 2011 with a non-synthes plate and screws. X-rays taken on (B)(6) 2012 showed no consolidation and disassembly of the device. Patient was returned to the operating room on (B)(6) 2012 for revision and iliac crest bone graft. X-rays taken (B)(6) 2013 indicate pseudoarthrosis of the humerus with the plate in place but deformed with an angulation postero extern of the humeral diaphysis. Patient had a fall on an unknown date and on (B)(6) 2013 noted rupture of the devices with angulation at the humeral fracture with no consolidation, no infection but biologic inflammation syndrome. Patient was returned to the operating room on (B)(6) 2013 for revision to the subject 10-hole plate due to pseudoarthrosis. Patient was again returned to the operating room on (B)(6) 2013 due to non-consolidation and fracture of the plate. Patient was revised to a competitor nail. No part was left in the patient, no reported consequence to the patient, and no delay of surgery. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
According to the evaluation, the plate was received broken. Based on the visual examination of the fractured surface, it was concluded that the lcp reconstruction plate was subjected to moderate dynamic bending loads (one sided). Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp reconstruction plate. The implant could not resist the applied force which finally led to the material overload fatigue failure. Postoperative activities of the patient may have played a certain role as well. A failure resulting from either a material defect or the manufacturing process can be excluded.